Event description:
It was reported by service report that the cots legs would not lower or raise properly due to a cracked housing assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Slider housing.